Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information provided indicates that this sample is still in use. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report alleging that it is difficult to lock and disconnect the inner cannula. The customer reported that there was patient involvement but no harm to the patient.